Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Review of pump data by tandem technical support determined the pump battery dropped from 55% to 5% suddenly. Customer reported blood glucose (bg) level was 227 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.